Event description:
The customer initially called to report an alarm on the insulin pump. The customer stated that she was hospitalized for low blood glucose. No blood glucose reading was reported. No further info about the hospitalization was provided. The customer was advised to discontinue using the insulin pump as it needed to be replaced due to the alarms.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.